Event description:
It was reported that the graftmaster was deployed in a 3 mm diameter vessel, just proximal to a perforation in a 2.5 mm vessel. Although the ease of handling of the stent was reported to be excellent, the stent was unable to be deployed in the 2.5 mm vessel due to the vessel size. The perforation was not completely sealed. Balloon inflations were used to completely seal the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported (B)(4) : indication for use the device will not be returned. The lot number was provided. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Although the graftmaster was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. Overall, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. Since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, sds are 100% leak-tested and visually inspected for foil damage and proper placement online during the manufacturing process. It was reported the graftmaster was attempted to be used in a 2.5 mm vessel to treat the perforation. It should be noted the graftmaster instructions for use states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. In this case, it is likely that the attempted use of the graftmaster sds in a smaller size vessel contributed to the failure to advance and failure to seal the perforation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. The reported failure to advance and failure to seal the perforation appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.